Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. High bg cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.